Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter tip breaking could not be determined based upon the information provided and without a sample.

Event description:
The report states: when the doctor was removing the catheter and it broke at the tip inside the patient. Additional details: the patient had episodes for pain control and upon removal of the epidural catheter the tip was noted to be missing and was not seen on x-ray. There is no evidence of radiopaque foreign body to suggest retained fragment. Soft tissues unremarkable. Skeletal structures intact.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: when the doctor was removing the catheter and it broke at the tip inside the patient. Additional details: the patient had episodes for pain control and upon removal of the epidural catheter the tip was noted to be missing and was not seen on x-ray. There is no evidence of radiopaque foreign body to suggest retained fragment. Soft tissues unremarkable. Skeletal structures intact.